Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that a lead was broken during implant and the lead was left inside the patient. There is no further information available. No additional adverse patient effects were reported.

Event description:
It was reported that a lead was broken during implant and the lead was left inside the patient. There is no further information available. No additional adverse patient effects were reported.